Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a mach 1 catheter. There was shaft damage, exposing braids 2.5cm from the tip. There were multiple kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed 04 october 2016. It was reported that a shaft kink occurred. When the mach1 guide catheter was unpacked, the device was found to be kinked. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed exposed braiding 2.5cm from the tip.